Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 32 mg/dl. Cause was not known. Reportedly, the customer lost consciousness. Customer was treated with intravenous fluids of sugar water to address the bg. Customer was discharged from the ER the same day with the issue resolved and no permanent damage. Recommendation was made to consult with a healthcare provider regarding diabetes management. Ultimately, the customer reverted to an alternate method of insulin therapy.